Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone coating came off of the tip. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was split apart but remained attached to the jaw. Based on the condition of the device as found, the reported complaint was confirmed. The confirmed failure mode is currently being investigated in the CAPA process.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).